Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be ¿unk_smart touch bidirectional sf¿ note: field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch bidirectional sf catheter and the patient experienced blood pressure dropped and pericardial effusion treated with pericardiocentesis and removal of 250cc of fluid. The report indicated that after the afib ablation procedure was completed, and all the catheters were removed from the patient, a pericardial effusion was noticed. They were getting ready to move the patient off the table, and the patient's blood pressure dropped. The echo was then brought in, and it was confirmed that a pericardial effusion was present in the patient. The medical intervention provided to the patient was pericardiocentesis, and about 250cc of fluid was removed. The patient is in stable condition. There were no issues experienced during the procedure. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.